Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is 00813024013235. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
Event summary: it was reported that the patient developed new onset bright red blood per rectum (brbpr) on (B)(6) 2019. The patient underwent an esophagogastroduodenoscopy (egd) and a colonoscopy, which did not reveal any obvious source of bleeding. Tissue biopsies were negative for high grade dysplasia or malignancy. The patient was hospitalized and given a blood transfusion.